Event description:
When performing angioplasty of coronary artery, balloon broke off of shaft of delivery catheter, and was retained in coronary artery. Vessel was ultimately rewired, and balloon was stented over.